Event description:
Reportedly, the resident fired the stapler, the knife blade cut however the stapler did not form properly. The instrument could not be removed without tearing tissue therefore the laparoscopic procedure was aborted and converted to an open procedure. Procedure: lap gastric bypass.